Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device cannot be performed as lot/serial numbers for the device are not available. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2018, a 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/lot unknown) was used as part of a thoracic endovascular aortic repair. After all stent grafts were advanced and deployed, procedural angiography reportedly revealed a dissection in the left common iliac artery. A bare-metal stent was implanted to repair the dissection. The patient tolerated the procedure. According to the report, the patient¿s access vessels were in poor condition (details unknown), and the physician suspected that the vasculature could be damaged during the procedure.